Manufacturer narrative:
This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, photographs or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not provide enough information to confirm a root cause for the event, however, manufacturing process¿ were reviewed in order to identify the possible causes for the condition reported as leaking. The following potential causes were identified: machine malfunction customer misuse inspection in process failed or not performed defective material sharps usage with catheter it must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed at the plant in order to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 06/30/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the umbilical vessel catheter was leaking and needed to be removed from use in the patient. The customer further reports that there was no injury as a result.